Event description:
It was reported that the patient's mother contacted the ci team reporting a problem with courtney's listening. The patient was reporting her ci system was "broken" despite exchange of batteries and cables by her parents and satisfactory response from the sptd. A complete set of external equipment was sent by the clinic to home which arrived on (B) (6) 2008. The patient's mother then reported the new externals had not resolved the problem. Further testing was carried out on (B) (6) 2008 by the clinic which confirmed that the device has malfunctioned. There is no history of head injury.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.